Manufacturer narrative:
(B)(4). Insulin pump was received with totally destroyed pump.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and broken. Customer stated insulin pump accidentally fell off and broke off completely. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.